Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced a high blood glucose level. Two infusion sets had a bent cannula. The customer treated his blood glucose level with an injection of insulin using a syringe. Customer's blood glucose level was 415 mg/dl. The device was not returned.